Manufacturer narrative:
(B)(4).

Event description:
It was reported that 10 months post implant, a lead fracture occurred in lead model 1121-75, serial number (B)(4) that caused an overstimulation. The lead was explanted and replaced with a new lead model 1121-75, serial number (B)(4). No adverse patient effects occurred, and the patient status is fine.

Manufacturer narrative:
Sex updated to female. Model number 1121-75, serial number (B)(4) corrected to model number 1124-60, serial number (B)(4). Model/catalog number 1121-75, serial (B)(4) corrected to model/catalog number 1124-60, serial number (B)(4). Expiration date 06/08/2017 corrected to 03/23/2017. Additional contact information provided. Date received by manufacturer 04/04/2016 corrected to 10/17/2016. Device manufacture date 06/08/2015 corrected 03/23/2015. (B)(4). The returned device model number 1124-60 manufacturer lot w3040781 was examined by nuvectra subject matter experts. The lead was visually examined and found in 3 segments. The distal electrode end of the lead was separated and included an attached suture. The lead was sutured directly onto the lead body which caused it to compress the lead body. An electrical testing was performed. The examination of the distal end of the lead did not show any electrical shorts or opens between electrodes caused by the suture. The examination of the distal end of the lead post suture removal did not show any shorts between electrodes. Electrically the lead was not damaged by suturing. The device analysis determined that there were no lead fractures present. The lead was found cut proximal to the suture by the physician during explant. A device history record review (DHR), procedure review, inspection record evaluation, and final release results did not identified any anomalies.

Event description:
It was reported that 10 months post implant, a lead fracture occurred in lead model 1124-60, serial number (B)(4) that caused an overstimulation. The lead was explanted and replaced with a new lead model 1121-75, serial number (B)(4). No adverse patient effects occurred, and the patient status is fine.